Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a skin irritation that was itchy and made her sweat. The patient's physician advised that the irritation was likely due to the patient's diabetes, but recommended an over-the-counter cream to use on the irritation. Follow-up indicated that the irritation had improved.